Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with 1 cartridge during the load process. Reportedly, the cartridge was hard to snap onto the pump. Customer stated blood glucose level has been elevated since reverting to back up method of short and long acting insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.